Event description:
The facility reported a fail code 812:02. Info was not provided regarding whether or not the failure occurred during a pt infusion. There have been no reports of any pt incident.

Manufacturer narrative:
A request for the return of the device has been made.